Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, per report cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4); system updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Event description:
As reported through our (B)(6), 3 years post implantation the patient presented with decreasing ejection fraction and severe aortic regurgitation (paravalvular leak [pvl]) confirmed by (B)(6). A decision was made to treat the patient with a second valve. During the procedure after post dilation the patient's hemodynamics immediately increased and no pvl was noted on angiogram. The physician decided not to proceed with implantation of a second valve. As reported, the initial valve implanted was deployed in the aortic position with good result and trivial pvl. Per report, ventricular-aortic root remodeling during the three years contributed to the worsening pvl. There was a "good result after an easy 'post dilatation' of the existing sapien xt valve."

Manufacturer narrative:
Images were submitted to edwards and reviewed by an edwards physician proctor. Angiography (performed approximately 3 years and 8 months post procedure): sapien xt valve appears too low 70% in lvot and under expanded in native annulus. Bav performed, valve frame demonstrates further expansion of valve. Artifact noted on post dilation aortogram. Possible native leaflet artifact. CT images: not provided. Tee echo: not provided. Need to measure gradient to confirm possible valve disease. Tte echo: not provided. Observations: only images approximately 3 years and 8 months post tavr procedure were provided. Initially, valve appears placed too low and under expanded. Possible leaflet overhang caused reported leaflet issue. Possible cause due to thrombus. Valve may need adjustment with sapien xt, versus s3 if valve-in-valve treatment considered. (It does not appear that the root cause is aortic remodeling.) In this case, the cause of the worsening pvl cannot be determined; however, the valve appears to have been initially deployed too low, which may have contributed to the worsening pvl. Suggest transthoracic echo follow up to evaluate aortic valve in the future. (B)(4). System updates pending: method: visual inspection. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.